Manufacturer narrative:
The suj1 was returned to isi and evaluated. A visual examination of the suj1 revealed no damage on the harness. During evaluation of the suj1, one of the error code faults occurred during power up. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci sigmoid colectomy procedure to open surgical techniques after encountering a non-recoverable error code 23 message.

Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the surgical staff encountered a non-recoverable error code 23. An error code 23 signifies that a node reported a hardware fault in the wheel communication. Due to the error message, the surgeon made the decision to convert the da vinci sigmoid colectomy procedure to open surgical techniques. Prior to converting to open surgery, the surgical staff contacted the intuitive surgical, inc. (Isi) clinical sales representative (csr) for assistance. According to the csr, he advised the site to cycle power down the system and to contact isi technical support immediately for assistance. The csr stated that the surgeon had already made the decision to convert to open surgical techniques prior to contacting isi technical support. An isi technical support engineer (tse) reviewed the sites system logs and noted error codes 23 and 30 had occurred during the surgical procedure. An error code 30 signifies that a node reported that the wheel was hit a maximum number of hardware detected errors. This is not a fault, but it does indicate a hardware problem. On (B)(6) 2014, an isi field service engineer (fse) performed a field evaluation at the site. Through troubleshooting, the fse was unable to replicate the reported error code 23 issue. As a precaution, the fse replaced setup joint 1 (sj1). The fse also swapped patient side manipulator (psm) 1 and 3. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. On (B)(6) 2014, isi contacted the surgeon. The surgeon stated that the patient was doing perfectly fine and did not experience any post-operative complications. He also indicated that the da vinci surgical system involved with this complaint was working properly.